Event description:
The customer reported there a was green substance coming out of the airway mobilescope during reprocessing. The green substance, which had been identified as glue was coming out around the control body, near and around the venting connector. There was also grease coming out of from the side cover. The customer uses endozime aw plus by ruhof for cleaning the scope (handwash method). After that, the scope would go for sterilization into a sterrad 100nx system that uses asp sterrad 100nx cassette (that contains 58% hydrogen peroxide) product ref (B)(4). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A stain was observed on the control body and the venting connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.